Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother, that the customer that the basal on the insulin pump is not working. Customer's blood glucose level at the time 387mg/dl. Troubleshooting occured, and it was determined that the cannula was occluded. No additional information was provided.